Event description:
Additional information received reported the patient¿s implantableneurostimulator (ins) prematurely depleted. The reporter stated the ins was replaced due to early end of life (eol).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. It was noted that the battery was at normal end of life and that the telemetry and output were okay.

Event description:
It was reported that the patient saw an elective replacement indicator (eri) message. It was noted that the patient was implanted about 1 month prior to the report. It was reported that the patient had an approximate longevity of 2 months with patient¿s settings. It was noted that during an impedance check, electrode 10 was 7,003 ohms and electrode 11 was greater than 10,000 ohms with reference 0. It was noted that the same pattern occurred when electrode 3, 6 and 8 was used as reference. It was reported that electrode 10 and 11 were not active. Omitted information included in pe # (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013,product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.